Manufacturer narrative:
One i3 unit model cm1100 with main unit serial #(B)(6) and one i3 accessory set was returned. Visual inspection of returned material revealed functional damage to right ang ext cable (600015768) in the form of the dc jack connector partially broken off from the pvc overmold. Exposed broken internal wires were visible from this damaged area of the right ang ext cable. Complaint of ¿it was reported that the pes had a frayed power connector cord¿ confirmed. Root cause of reported frayed cord concluded to be a damaged right ang ext cable (600015768).

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.